Manufacturer narrative:
The manufacturer is still waiting for the pump to arrive.

Event description:
The customer reported that the pump randomly turns on and off by itself during infusion. The customer stated that " it started randomly going on and would beep that it was on and not being use...every time I tried to use the pump, it would start infusing then just turn off in about 15-20 seconds. The battery is fully charged and plugged in so I couldn't even use it that way." No patient was injured or harmed.

Manufacturer narrative:
The user reported issue was confirmed that the pump was found to intermittently power itself off. The pump was also found to have an insensitive keypad, a battery outside of the warranty, and a flow rate issue, all of which are not related to the user-reported issue. The keypad and battery were replaced. The pump was repaired, recalibrated, and tested to meet all specifications on 01/30/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00177).